Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Follow up report #2 incorrectly read (B)(6) 2011. The correct date received by manufacturer is (B)(6) 2011.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's daughter reported that on (B)(6) 2011 at 11:30 am customer experienced symptoms of "couldn't speak, swayed around, and felt like they were having a stroke." Caller further reported customer then checked her glucose using her freestyle freedom lite blood glucose meter and received a reading of 123 mg/dl at 12:00 pm. Paramedics were called and received a reading of 42 mg/dl at 12:15 pm on an unknown brand of meter. An intravenous infusion of glucose was initiated and the customer was transported to a local healthcare facility where she was diagnosed with hypoglycemia and received additional unspecified treatments. Caller additionally reported she believed customer self-treated with metformin, glucophage and "glycerides". There was no report of death or permanent injury associated with this case.